Event description:
It was reported that a malfunction alarm occurred. Customer reset pump and the alarm was cleared. Insulin delivery was resumed. Customer¿s blood glucose level was within range (value not provided).